Manufacturer narrative:
Claim #(B)(4).

Event description:
A faculty representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced high vault and narrow chamber. Planned lens removal and replacement. Cause of the event was reported as unknown. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.